Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had detached and missing end cap, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip. Testing for compromised force sensor alarms were not confirmed due to detached and missing end cap.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 127mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.